Manufacturer narrative:
Manufactures investigation conclusion: review of the submitted photographs could not confirm the reported occlusion or dissociation of the graft layers. It was reported that the graft was implanted several years ago and became occluded in (B)(6) 2020. The graft was reportedly discarded after explant and was unavailable for investigation. The submitted photos showed three short segments of graft. Each segment of graft appeared to have been created by cutting across the graft on both ends. The first graft segment had several arrows pointing to the visible outline of the monofilament underneath the outer layer, with a notation that it could be seen. The outline of the monofilament is also visible on new, unused grafts and the photograph did not appear to be indicative of an issue. The lumen of each graft segment appeared to be clear and there was no indication of the reported obstruction. While the outer layer of the graft appeared slightly separated from the inner layer, this only occurred along the cut edges of the graft segments. The graft segments appeared to be unremarkable and the reported dissociation of the graft layers appeared to be an artifact of the cutting and handling process. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that during an unknown date a few years ago, a thoratec artificial blood vessel was implanted. After that, in (B)(6) 2020, the artificial blood vessel was occluded, so reoperation was performed and the artificial blood vessel was removed. When the excised artificial blood vessel was confirmed, it was found that there was some dissociation between the outer layer and the middle layer. The defect classification was reported to be the outer layer peeling. No additional information provided.